Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting, noise) has been confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not properly power up and was making a noise.